Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a metasul large diameter head 50/p on an unknown date. It was reported that the patient underwent a revision surgery in (B)(6) 2015 to replace the head. The date of the revision surgery was entered in this report as (B)(6) 2015.

Manufacturer narrative:
DHR review results: the DHR check could not be performed as the lot number was not available. Trend analysis: no clear reason was reported for the revision surgery. Therefore, no trend was identified. Compatibility of components: the compatibility check (with durom cup which is reported in (B)(4)) was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that patient received a ldh and durom cup (durom cup treated in (B)(4)) on (B)(6) 2008 and was revised on (B)(6) 2015 due to pain. No source documents were provided. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Additionally, pain cannot be related to a single specific failure mode. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It has now been reported that the patient was implanted a metasul ldh, head, 50, code p, taper 18/20 on (B)(6) 2008 on the left side. The patient underwent a revision surgery on (B)(6) 2015 due to pain. (Same patient is treated in (B)(4).)

Manufacturer narrative:
Investigation results were made available. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no clear reason was reported for the revision surgery. Therefore, no trend was identified. Compatibility of components: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of reported event: it was reported that the patient received a large diameter head at unknown date and was revised in (B)(6) 2015 due to unknown reasons. No source documents were provided. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).